Manufacturer narrative:
Summary of evaluation: the patellar component could not be evaluated for the rpt'd peg shearing as it has not been returned for evaluation as this is apparently against hosp policy.

Event description:
Rptr states, "pt fell fracturing patella in three pieces, knocking prosthetic patella off bone." Pt had a revision of the primary patella.